Event description:
It was reported that the patient presented for an implant procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited high capture threshold and noise oversensing which resulted to pacing inhibition. The lead was capped and replaced on (B)(6) 2025. The patient was stable.